Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and confirmed the ip pc degraded disk bay board. After reviewing log rse found the disk bay board degraded was reported. To resolve the issue fse replaced the ip pc disk bays. After replacement of ip pc disk bays, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.